Manufacturer narrative:
Based on the current information available, the cause of the pneumothorax is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No images or video clips were provided for review. No system logs were available for review as of the date of this report. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient experienced pneumothorax (a collapsed lung). It is unknown if the patient required any medical intervention due to the pneumothorax. The cause and severity of the pneumothorax is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, it was noticed that the patient had sustained a pneumothorax (a collapsed lung). The patient was reportedly stable and discharged home. It was unknown if the patient was hospitalized or received any medical intervention / treatment for the pneumothorax. It was unknown if there were any system or instrument issues during the ion endoluminal lung biopsy procedure. Intuitive surgical, inc. (Isi) attempted to contact the physician to obtain additional information regarding the reported event. However, as of the date of this report, no additional information has been received.